Manufacturer narrative:
The power supply was returned to the manufacturer for analysis. An investigation was performed, and the product analysis technician reported that the returned power supply has output voltages within specification and powers the test ventilator normally. No fault was found.

Event description:
It was reported to philips that the unit shut down. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). The unit powered down/ failed on patient; may be power supply issue. The customer stated the unit would not power on ac and customer had to swap batteries with another unit to get unit to power on. The rse had the customer troubleshoot the unit by disconnecting ac power, removing emi shroud, reconnecting ac power and verifying that ac voltage was present. They found that voltage was not present and suspected the issue to be ac inlet. The rse provided the customer with part number and price for the ac inlet. The customer replaced the battery and power supply to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.